Event description:
During a laparoscopic cholecystectomy procedure, on the first or second firing of the clips, the device jammed. The surgeon fired thru the lockout and the jaws broke off of the device. They were retrieved. A different device was used to complete the case with no pt consequence.